Event description:
In (B)(6) 2020 we purchased 14 momcube breast milk refrigerators. The refrigerators have a locking mechanism which often fails to lock. Multiple attempts have been made to contact the manufacturer to fix the locks without any response. We are not able to assure breastmilk is secured as required by regulation. FDA safety report ID# (B)(4).